Event description:
The pt was revised because of osteolysis, poly wear of the insert and loosening of the femoral and tibial components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.